Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 299 mg/dl. Cts informed the customer that the depletion rate was within normal parameters. Customer acknowledged.

Manufacturer narrative:
Corrected data: this event was inadvertently filed. There was no device malfunction.

Event description:
Battery was functioning as intended per troubleshooting.